Event description:
The customer reported that during an angioplasty procedure when the physician inflated the balloon, the needle inside the pressure gauge fell and the pressure decreased. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not report a lot number. Therefore, the device history record could not be reviewed. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. Evaluation method: device history record could not be reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.